Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range shock impedance values that were greater than 200 ohms. Technical services (ts) analyzed device data and found that the values were intermittently high throughout the past year suggesting a spring contact anomaly. Lead measurements on the day of the call were normal. The clinic will continue to monitor. No adverse patient effects were reported. The right ventricular (rv) lead of this system was not manufactured by boston scientific. Currently, this crt-d remains in service.